Event description:
The customer reported that a pt coded and they were unable to retrieve retrospective data.

Manufacturer narrative:
The customer reported that they needed help in reviewing retrospective data from the day before where a pt had coded. The customer wanted help in reviewing the data. The solution center engineer gave instructions for printing the event summary and for changing the length of the event summary report. On 9/23/2009, the customer was contacted and verified the pt's death. It was confirmed that the device did not cause or contribute to the death. The customer stated that they were trying to retrieve retrospective data for the expired pt and wanted application assistance. It was stated that the nurses sometimes discharge the pt without saving data and that this was one of those cases. There was no device malfunction, and the device did not cause or contribute to the pt death. No further investigation or action is warranted. (B) (4).